Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right totally ex traperitoneal hernia. It was reported that after the implant, the patient experienced pain, mesh erosion, mesh migration to the bladder, piece of mesh in the bladder, urinary tract infection, dysuria, cystitis, discomfort, foreign body in bladder wall, and adhesions. Post-operative patient treatment included removal of mesh, endoscopic treatment of eroded mesh, exploratory laparotomy, partial cystectomy, and removed mass from bladder.